Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the meter and retained test strips has determined the complaint is not confirmed. Meter powered on with button and with insertion of strips. Did not observe meter turn off after strips were inserted. It should be noted: the customer was using incompatible freestyle lite test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter turns on then off after test strip insertion. Customer further reported that on (B)(6), 2014 at 7:00 pm he thought his glucose was high because he began to experience "sweating and feeling cold and dizzy", but when he tried to test, the meter turned off after he inserted the strip. Customer self-treated with metformin and then self-presented to the va hospital clinic. Customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. It was also reported he was "having high blood pressure". There was no report of death or permanent injury associated with this event.